Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Reported via china aer database: issue summary: it was reported that the apl valve was damaged and was unusable. This failure was not reported to have been discovered during patient use.